Manufacturer narrative:
Product complaint # (B)(4). Attempts to obtain the following information have been made, although not received. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. Was the broken drain removed from the patient? If yes, was the patient taken back to the operating room to remove the broken drain surgically? What is the most current patient status? Can you identify the product code and lot number of the product that was used? Is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? The following information was requested, although unknown. Was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences unknown, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date in (B)(6) 2020 and a drain was used. Drain broke when being removed. There were no adverse consequences to the patient.